Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 3.6 to 3.9cm from the distal tip. (B)(4). (B)(6).